Event description:
Information received from the field does not address the patient's clinical status but notes no capture and suspected lead dislodgement. Autocapture was on, but no back-up pulses were being delivered. Tests revealed a pacing threshold of 4.0v at 0.4ms and 2.5v at 0.8 ms.